Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer had a blood glucose (bg) level of 235 mg/dl. A system check was performed with tandem technical support and air bubbles were observed along the tubing. Reportedly, the customer successfully primed the tubing. Insulin delivery was resumed and bg levels began to trend downwards.